Event description:
A surgeon reported a patient with an unexpected refractive outcome and persistent halos following intraocular lens (iol) implant surgery. Additional information was received from the surgeon, who reported the patient experiences glare off all reflective surfaces during the daytime, and starbursts and halos at night which are worse without refraction. The patient has been treated with eye medication. The event continues and is not expected to resolve. The surgeon also reported the use of an unapproved viscoelastic during the surgical procedure. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).